Event description:
At 14:20 pm, almost 3 hours into dialysis treatment, the patient became unresponsive with no pulse. CPR was initiated and 911 called. Ems arrived and CPR continued for 30 minutes when a pulse was finally achieved. Patient was subsequently transported to the hospital; however, expired in the emergency room. Dialysis machine was pulled for function testing after the event. Ph was noted to be out of range at 8.4 using a phoenix meter. Pre-treatment ph was noted to be 7.5. Calibration of phoenix meter was verified and subsequent tests gave same result of 8.4.